Event description:
It was reported that during an angioplasty procedure, the pta balloon dilatation catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d2b (dqy;lit) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one dorado pta dilatation catheter received for evaluation. During visual evaluation, no kinks noted to the catheter shaft, no anomalies to the luers, bifurcate or glue fillets. Under microscopic evaluation, a partial circumferential break was noted at the glue joint. No functional testing due to the nature of the complaint. Therefore, the investigation is confirmed for the reported break as a partial circumferential break was noted at the glue joint. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method). H11: d2b (dqy; lit), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon and the shaft joining area was allegedly broken. The procedure was completed using another device. There was no reported patient injury.